Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer, with the assistance of technical support, removed the cartridge, inspected and cleaned the pump, and followed on-screen instructions. Although the initial attempt to load the cartridge was unsuccessful, with further guidance, the customer successfully loaded a new cartridge and resumed insulin delivery. A replacement cartridge was sent to the customer as a precaution due to discomfort with using the remaining cartridges from the same batch.